Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed three areas of insulation damage. Insulation abrasion at 2-14mm from the proximal end of the trilumen segment throughout he rate-sense only. Due to the type of damage, analysis determined this was likely due to lead-on-lead contact coupled with movement. In addition, insulation and compression type abrasion damage was noted 19-21mm from the proximal end of the trilumen segment. Due to the type of damage, it appears it was most likely caused lead-on-can, or lead-on-lead (itself) contact within the pocket area. Further insulation damage was noted at 148-165 mm from the proximal end of the trilumen segment through to the distal high voltage lumen only. Due to the type of damage it appeared to be due to lead-on-lead contact coupled with movement. Insulation damage that exposes a sensing conductor may have led to the reported clinical observations.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this device and right ventricular lead displayed noise. In addition, the right ventricular impedance decreased slowly during the past year and the threshold measurements increased. A revision procedure was performed. After the lead was removed, visual inspection revealed insulation damage. In addition, when the pocket was opened, visual observation revealed this device header was loose; the device was also replaced. Both the lead and this device will be returned for analysis. No adverse patient effects were reported.